Manufacturer narrative:
A visual examination of the device found the coil assembly cut near the heat shrink and the distal portion was not returned for analysis. The handle cannula had been pulled out from the handle and an examination of the screws found them to be properly assembled into the handle. The wire basket assembly pull wire had been cut and the proximal portion including the handle cannula was not returned for analysis. The pull wire was bent. An examination of the basket found the wires to be bent and folded. Further examination revealed that the broken ends of the basket wire were discolored and consistent with those that were contacted by laser. The dfu does not provide guidance for use of laser to break stones while inside the wire basket. Following a detailed device analysis, the condition of the returned unit was consistent with the complaint incident that the pull wire and handle cannula were broken. The stone was 15mm in size. The customer used trapezoid basket m00510860 which has a 1.5x3 basket. The provided dfu states: "note: the trapezoid 3x6 basket is designed for calculus larger than 1.5 cm (15mm) in diameter." It is likely the basket was too small for the stone which could have caused failure to crush the stone and / or detach the basket tip. Per the label attached to the DHR, the device "use by" date was 2016-02-18. However the device was used in this procedure on (B)(6) 2016. Based on all gathered information, the customer used an expired product. Therefore, the most probable root cause of "user/ use error" is selected for the complaint. Additionally, physician used the device inside the patient's pancreatic duct in an attempt to crush a pancreatic stone. The directions for use provided with this device state the following: "caution: trapezoid rx wireguided retrieval basket is not intended for use in the pancreas." A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch. A labeling review was performed and there is information to determine that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a trapezoid&#10258;x basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trapezoid rx basket captured a 15mm size stone from the pancreatic duct. Attempts to remove and crush the stone using the basket failed due to its size, therefore the alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 15mm size stone. The basket failed to crush the stone. An attempt to detach the tip was made, in order to release the stone and remove the basket, however, the pullwire broke leaving the stone trapped inside the basket. An olympus rescue device was then used in an attempt to release the tip, however the wire inside the handle at the proximal end detached, leaving the basket with stone entrapped inside the patient. In order to remove the basket from the patient, spyglass was used with ehl to fragment the stone. The stone was fragmented but not enough to release the stone from the basket. Ehl no longer worked, therefore a laser device was used to fragment the stone further and broke the basket wire. The basket was then removed from the patient. The procedure lasted approximately 1 hour. There were no patient complications reported as a result of this event. Additionally, this device is not indicated for use within the pancreatic duct.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the trapezoid¿ rx basket captured a 15mm size stone from the pancreatic duct. Attempts to remove and crush the stone using the basket failed due to its size, therefore the alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 15mm size stone. The basket failed to crush the stone. An attempt to detach the tip was made, in order to release the stone and remove the basket, however, the pullwire broke leaving the stone trapped inside the basket. An olympus rescue device was then used in an attempt to release the tip, however the wire inside the handle at the proximal end detached, leaving the basket with stone entrapped inside the patient. In order to remove the basket from the patient, spyglass was used with ehl to fragment the stone. The stone was fragmented but not enough to release the stone from the basket. Ehl no longer worked, therefore a laser device was used to fragment the stone further and broke the basket wire. The basket was then removed from the patient. The procedure lasted approximately 1 hour. There were no patient complications reported as a result of this event. Additionally, this device is not indicated for use within the pancreatic duct.